Manufacturer narrative:
(B)(4). Date sent: 6/17/2024. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device did not form clips properly. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # x70468. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. Upon visual inspection, a clip was noted to be backwards in the clip track. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the clip was confirmed to be backwards. Seventeen(17) clips were found inside clip track. No conclusion could be reached as to what may have caused the clip backwards. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.